Event description:
It was further reported the 75% stenosed target lesion was located in the mildly tortuous, non-calcified mid left iliac artery. Predilatation was not performed. The physician encountered difficulty inserting the sheath into the patient.

Event description:
It was reported that during an iliac stenting treatment procedure, stent dislodgement occurred. The target lesion location is unknown. The physician advanced an 8.0 x 60 x 135cm express vascular stent through an unknown sheath. During the advancement of the stent through the sheath, the stent got stuck in the aortic arch. The physician then pulled the device back and the stent dislodged inside the sheath. The procedure was completed with another of the same device. There were no patient complications reported and the patient status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated my manufacturer: the device was returned with the stent crimped on the balloon. A microscopic examination observed no damage to the stent. At the distal end of the balloon, the distance between the crimped stent and the inside edge of the distal marker measured a length of approximately 1.5mm. At the proximal end, the distance between the crimped stent and the inside edge of the proximal marker measured a length of approximately 1.3mm. Stent placement met specification. There was no damage noted to the shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be confirmed. (B)(4).

Manufacturer narrative:
(B)(4)